Event description:
It was reported that silicone material within the shaft of the Bivona tracheostomy tube obstructed the airway during patient use. The reported obstruction could result in loss of airway patency and inadequate ventilation. The patient experienced severe respiratory decompensation and was reported to have nearly died. The silicone in the trach was found to be the cause. Subsequently, each tracheostomy tube is inspected by passing the obturator through the tube in both directions to verify the absence of silicone fragments. There were patient involvement and patient harm associated with the event.

Manufacturer narrative:
D4: Lot and D4: Catalog is unknown.B3: Date of Event: The exact event date is unknown. Therefore, the first day of the ICU Medical aware date was entered as the event date.Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional information becomes available.